Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Within 5 months, the battery longevity estimation as decreased from 4 years to 1 year remaining. This device is scheduled for a replacement,but remains in-service at this time. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced and subsequently discarded at the hospital facility. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Within 5 months, the battery longevity estimation as decreased from 4 years to 1 year remaining. This device is scheduled for a replacement but remains in-service at this time. This investigation will be updated when further information becomes available. No adverse patient effects were reported.